Event description:
Tip of vapr suction electrode broke and fell off into the body. All was retreived and the case was concluded without further incident or harm to the pt.

Event description:
Our affiliate is reporting that the tip of a vapr suction electrode broke and fell off into the body. All was retrieved and the case was conducted without further incident or harm to the pt.